Event description:
Following pre-test and intubation, on three successive attempts, the the first two cuffs would not stay inflated. The pt was successfully intubated with the third tube. There was no pt harm or change in therapy reported.